Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism that would contribute to an improper insertion of the cannula. The soft cannula measured the correct full length according to specification and did not appear damaged. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear. Inspection of the download data showed no evidence of issues with insulin delivery and contained no timeouts, drive stalls, or hazard alarms. Although no damage was present, a root cause of unsure properly inserted could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 21.8 mmol/l (392.4 mg/dl). The pod was leaking while worn for between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (hip/buttocks). As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.